Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of a 5.6 cm fusiform abdominal aortic aneurysm. The aortic neck was 21-22mm in diameter and it was 26mm long. The iliac arteries were 12 mm in diameter and they were mildly tortuous. The femoral arteries were 12 mm in diameter. It was reported that there was a type 2 endoleak from a single collateral vessel noted but it was left uncorrected. Later the same day the pt had extreme back pain and an MRI showed an epidural hematoma. The next day the pt was transferred to neuro ICU for evacuation of the hematoma. No additional clinical sequelae were reported. The pt recovered and was discharged. The investigator assessed this as not related to the device and related to the procedure.

Manufacturer narrative:
(B) (4). Results - hematoma, tortuous vessel, leak type ii, other, lack of info, unk cause of hematoma. Conclusions: tortuous vessel, leak type ii, other, lack of info, unk cause of hematoma.

Event description:
Additional information was received for this event. It was reported one day post index procedure the patient underwent decompression of their epidural hematoma and recovered on the four days later. The patient had a type iib endoleak being followed from index procedure. Increase in abdominal aortic aneurysm size prompted intervention by embolization performed 30 months post index procedure. The investigator assessed that this event was device and procedure related.